Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that significant resistance occurred while operating the devices and additional intervention was performed. The patient was diagnosed with deep venous disease (dvd) in the left anterior descending artery (lad) and right coronary artery (rca) and was referred for a double vessel angioplasty of the lad and rca. Vascular access was obtained via the femoral artery. The de novo target lesion was located in the mildly tortuous left circumflex (lcx). A 28mm x 2.50 promus premier select stent was advanced and successfully deployed in the rca. After crossing a runthrough wire, predilitation was performed in the lad. After predilitation, a 32mm x 2.75 promus premier select stent was then deployed at high pressure in the lad due to diffused disease. Soon after deployment of the stent at high pressure in the lad, it was noticed that the lcx became pinched due to a plaque shift and there was no flow in the lcx. It was noted that significant resistance occurred while operating the devices. A 24 x 2.50 promus premier select stent was advanced immediately to bail out the stenting in the lcx. No further patient complications were reported and the patient status was stable and responding well to medication.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that significant resistance occurred while operating the devices and additional intervention was performed. The patient was diagnosed with deep venous disease (dvd) in the left anterior descending artery (lad) and right coronary artery (rca) and was referred for a double vessel angioplasty of the lad and rca. Vascular access was obtained via the femoral artery. The de novo target lesion was located in the mildly tortuous left circumflex (lcx). A 28mm x 2.50 promus premier select stent was advanced and successfully deployed in the rca. After crossing a runthrough wire, predilitation was performed in the lad. After predilitation, a 32mm x 2.75 promus premier select stent was then deployed at high pressure in the lad due to diffused disease. Soon after deployment of the stent at high pressure in the lad, it was noticed that the lcx became pinched due to a plaque shift and there was no flow in the lcx. It was noted that significant resistance occurred while operating the devices. A 24 x 2.50 promus premier select stent was advanced immediately to bail out the stenting in the lcx. No further patient complications were reported and the patient status was stable and responding well to medication.